Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 sensor and a 6 mm, 23" infusion set, with no reported leaks, no delivery-stopping alarms, and a confirmatory fingerstick reading of 316 mg/dl; the user attempted to announce, then performed a full set and supply change with guidance, after which glucose levels began to decline. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alerts or alarms interrupting insulin delivery. Investigation included troubleshooting and user education, including verification of supplies and guided replacement. Investigation of this case revealed no device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.